Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the patient data was not saved. The patient died, after defibrillation.

Manufacturer narrative:
Additional information was received from a philips response center engineer (rce), who indicated that the customer searched for patient trend data and did not find correct data because a wrong name had been chosen. The rce also indicated that the patient death has nothing to do with the philips device. The customer also would like to know if our data could be saved digitally. There was no product malfunction; this is considered a user issue, as a wrong name had been chosen, when the customer searched for patient trend data. Information was provided to the customer indicating that data is stored locally at for 7 days, and there are no options for digital data export. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.